Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading which led to a high bg value of 600 mg/dl. Cgm values were not provided. Customer delivered a pump bolus as well as 80 units of insulin which caused hypoglycemia and the customer was taken in an ambulance to the hospital. No further information was provided.